Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was missing segments customer cannot recall blood glucose reading. Troubleshooting was performed. The insulin pump was flashing solid white, pink, green and blue lines. Customer cannot recall the cause of the issue. The insulin pump was going off when the battery was removed. Customer also reported scratch on the corner of the insulin pump. Customer. Customer stated they went through 6 insulin pumps. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant steady white light on the display due to vertical cracked lcd controller. Unable to verify missing segments/partial display and perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to insulin pump steady white light on the display. No unexpected pink, green, and blue lines on the display noted. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.